Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009; inratio: 4.5; lab: 1.7.

Manufacturer narrative:
In 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: the month prior; inratio: 4.5; lab: 1.7; mean: 3.1; confidence limits: 1.9-4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. The allowable difference between the inratio inr's and sysmex inr's are calculated on in-house meters & strips. Apparently, at least two out of three replicates for both samples for each lot are within the allowable bias. No corrective action is required as no product deficiency was established. Hence, all meet the above criteria then no further action is required.